Event description:
It was reported that hematoma occurred, requiring intervention. An ekosonic device was used during a unilateral peripheral procedure. The patient experienced an access-site hematoma, leg mottling, and a significant drop in hemoglobin. Thrombolytic therapy was discontinued because of the hemoglobin decrease, and ekos treatment was stopped due to the access-site complication. The patient was then taken for computed tomography and subsequently underwent surgical intervention to resolve the hematoma. It was further reported that there were no issues with the ekos device and that the hematoma was caused by the location of the puncture made by the surgeon. The patient was doing well and was stable after the intervention.